Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. The pump reportedly was priming during the load step. However, the pump allegedly did not detect the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: a review of the black box revealed no evidence of a load step malfunction. The returned battery cap and cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were successfully performed on the pump with no ¿call service (cs) 163¿ warnings or any errors, alarms or warnings (eaw) that occurred during the investigation. The pump¿s cover was removed and there were no intermittent conditions found to the force sensor flex pins. The product performed within specification and the reported ¿load step malfunction¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.